Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off the device. The threads were not returned. Also the o-ring, sleeve cap, scale tip, scale cap and scale were not returned as well. This device show signs of significant wear/usage. The device was manufactured in 2016. A medical investigation was conducted and this case reports the top of the ruler broke (outside of the patient) while measuring. The procedure was completed without delay, using a backup device. No patient injury or other complications were reported. Therefor, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported during the procedure that the top of ruler broke while measuring. The device was broke outside the patient. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. No patient injury or other complications were reported at the moment.